Event description:
During a saphenous vein harvesting procedure, insufflation decreased when cannula was inserted into the leg. The surgeon converted to an open technique to retrieve the vein. No additional pt complications were reported.